Manufacturer narrative:
Isi has not received the fbf instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details cannot be performed via system logs because onsite connectivity was not available at the site. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was available fore review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that after a (B)(4) - assisted surgical procedure, there was damage found on the black insulation of the fenestrated bipolar forceps instrument. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a (B)(4) - assisted surgical procedure, there was damage found on the black insulation of the fenestrated bipolar forceps (fbf) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on (B)(6) 2021 and obtained the following additional information: the instrument was inspected prior to use and there was no damage noted. The instrument¿s energy delivery function worked. The instrument was inspected after use in the or. There was no damage to the conductor wire where the insulation was damaged. There is no image or video available for isi review. The customer could not provide the requested patient information.

Manufacturer narrative:
D02- isi received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Event verification: a review of the instrument log for the instrument (pn 471205-17/lot # n11200720 0227) associated with this event was performed. Per logs, the instrument was last used on 27-jan-2021 on system sk1918. The instrument had 13 uses remaining after last use.